Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was triggered due to high out of range right ventricular (rv) pacing impedance measurements on this pacemaker system. Subsequently, the patient was seen in clinic for a device evaluation. Technical services advised there was no capture on the rv channel. This patient is not dependent. A chest x-ray was ordered and analysis identified no anomalies. The health care professional completed reprogramming. The plan is to monitor the patient at this time. Additional information provided myopotential noise was exhibited on the rv channel. The health care professional reported the patient does not pace in the rv. As a result, the patient will continue to be monitored at this time. Additional information provided the rv lead is fractured. The patient may undergo a lead replacement procedure in the future. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was triggered due to high out of range right ventricular (rv) pacing impedance measurements on this pacemaker system. Subsequently, the patient was seen in clinic for a device evaluation. Technical services advised there was no capture on the rv channel. This patient is not dependent. A chest x-ray was ordered and analysis identified no anomalies. The health care professional completed reprogramming. The plan is to monitor the patient at this time. Additional information provided myopotential noise was exhibited on the rv channel. The health care professional reported the patient does not pace in the rv. As a result, the patient will continue to be monitored at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was triggered due to high out of range right ventricular (rv) pacing impedance measurements on this pacemaker system. Subsequently, the patient was seen in clinic for a device evaluation. Technical services advised there was no capture on the rv channel. This patient is not dependent. A chest x-ray was ordered and analysis identified no anomalies. The health care professional completed reprogramming. The plan is to monitor the patient at this time. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that a lead safety switch was triggered due to high out of range right ventricular (rv) pacing impedance measurements on this pacemaker system. Subsequently, the patient was seen in clinic for a device evaluation. Technical services advised there was no capture on the rv channel. This patient is not dependent. A chest x-ray was ordered and analysis identified no anomalies. The health care professional completed reprogramming. The plan is to monitor the patient at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.